Event description:
It was reported that the patient was being checked remotely via merlin.net and experienced a syncopal event. The pulse generator exhibited inappropriate programming, capture anomalies, and a sensing anomaly. When the patient was seen in the clinic on (B)(6) 2014, right ventricular autocapture was turned off and the output setting was changed. The patient would continue to be monitored.

Manufacturer narrative:
No medwatch form was received.